Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, a curved opening, and white particles on inner shell. Leak test and microscopic analysis were performed which identified two smooth crease openings on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was two smooth crease openings on posterior assessed as fold flaw opening.

Event description:
Additionally, healthcare professional reported "scattered, benign-appearing calcifications." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a ¿left side deflation¿. Device remains implanted.